Event description:
1 yr old male with medical history of type I truncus arteriosus. Absent pulmonary valve. Atrial septal defect and ventricular septal defect. S/p rastelli with pulmonary homograft on 2/9/95. Required re-operation on 11/19/96 due to right ventricular outflow tract obstruction. Right ventricular outflow tract was repaired by insertions of a transannular patch of bovine pericardium. Pieces of homograft were explanted. Pathology report (11/20/96) for this tissue notes "focally calcified thick fibrous tissue."